Manufacturer narrative:
(B)(4). According to the instructions for use (IFU) for the gore® tag® thoracic endoprosthesis; adverse events that may occur include, but are not limited to include: endoleak. A review of the manufacturing records for the device(s) verified that the lot(s) met all pre-release specifications.

Event description:
On (B)(6) 2016, the patient underwent treatment of the acute complicated stanford type b thoracic aortic dissection. The patient showed ischemia of the bilateral lower extremities. Two conformable gore tag® thoracic endoprostheses (tgu373715j/13093822 ¿ proximal, tgu313115j/15484346 ¿ distal) were implanted. In order to treat perfusion disorder of the superior mesenteric artery, a non-gore bare metal stent was implanted into the superior mesenteric artery during the same procedure. On (B)(6) 2017, a suspected proximal type I or type ii endoleak was observed. No treatment was performed. On (B)(6) 2017, the patient was discharged from the hospital. On (B)(6) 2018, a follow-up examination was performed. It was confirmed the diameter of the false lumen was 5mm expanded compared to the initial diameter due to the persisted endoleak. On (B)(6) 2018, the patient underwent re-intervention to treat the endoleak with false lumen expansion. The physician concluded the persisted endoleak was proximal type I. Prior to the implant procedure, the left subclavian artery and the left common carotid artery were surgically bypassed to the brachiocephalic artery. Then an additional device (tgu404015j) was implanted proximal to the previously implanted device (tgu373715j). The left subclavian artery and the left common carotid artery were intentionally covered with the tgu404015j and embolized. The patient tolerated the procedure.